Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of diaphragmatic stimulation. When the patient went for a device check the healthcare professional was unable to interrogate the device despite using multiple programmers.